Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and mesh was implanted. The patient experienced chronic pain and stress urinary incontinence post-operatively. On (B)(6) 2015, the patient underwent a mesh removal procedure. Additional information has been requested.